Event description:
Same case as MFR report #: 2134265-2009-05090. It was reported that following a coronary drug eluting stenting treatment procedure, the pt expired. The index procedure treated the left circumflex artery with an unspecified taxus express2 stent. In 2009, the left anterior descending artery was also treated with an unspecified taxus express2. Ivus confirmed that both stents were well apposed. The pt was discharged in dual antiplatelet therapy and remained asymptomatic with accurate adherence to the medication regimen. The pt was scheduled for a 9 month follow up angiogram. An attempt to contact the pt for a follow up reminder resulted in the family confirming that the pt died suddenly. Relatives confirmed that the pt was taking prescribed medications according to his plan. It was later reported that the pt went to the hospital approx three months later, for further medication prescriptions, but never complained of angina complications. Several days later, the pt experienced a minimal temperature increase, cough and mild dysponoea. On the morning of the pt's death, he woke up early, got up briefly and returned to bed. Two hours later, the pt's wife found him expired. The family physician declared the pt had died an hour before his wife had found him. No autopsy was performed. Per the physician, the relation of the event to the study stents was listed as "possible".

Manufacturer narrative:
Date of death: 2009. Date if event: 2009. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.